Manufacturer narrative:
Additional malfunction was found during device evaluation. Failure analysis is still in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the device ran without user activation after the trigger was released. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported run-on and overheating were confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed e-box was found, which can lead to the reported event.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the device ran without user activation after the trigger was released. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event. Upon receipt at the manufacturer facility, it was reported that during device evaluation the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the device ran without user activation after the trigger was released. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event. Upon receipt at the manufacturer facility, it was reported that during device evaluation the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.